Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation was inconclusive for difficult to remove and retraction problem, however, the evaluation is confirmed for guidewire related device-device incompatibility. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4, h6 (device code - (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-3015l. Pta dilatation balloon catheter allegedly experienced difficult to remove and retraction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 58 years of age, the gender is male, and the weight is 62kgs.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-3015l. Pta dilatation balloon catheter allegedly experienced difficult to remove and retraction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) of age, the gender is male, and the weight is (B)(6).